Event description:
It was reported that the atrial lead had high threshold and the patient was admitted for lead extraction when the generator went to elective replacement indicator. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The distal segment of the lead was returned and analyzed. No anomalies were found during analysis. There was apparent explant damage. Blood was noted on the distal and proximal conductors and the distal electrode. The proximal conductor was kinked/buckled. A white substance was noted on the outer insulation. Cosmetic environmental stress cracking, cosmetic depression and a breach cut were noted on the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.